Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery does not keep a charge. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips biomedical equipment technician and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that device battery does not keep a charge. The device was evaluated remotely. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective battery. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.